Event description:
It was reported that the physician's handheld was not responding and was powering down during operation unexpectedly. Troubleshooting was performed by a company representative, but was unable to resolve the issue. A new programming computer was provided to the physician and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
On (B)(4) 2014 product analysis was completed on the flashcard and handheld. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.